Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.